Event description:
It was reported to boston scientific corp in 2009, that a microvasive rx locking device and biopsy cap system device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the forceps in use pushed against the sponge located within the biopsy cap. The sponge was dislodged from the biopsy cap into the biopsy channel of the scope. The nurse removed the sponge with biopsy forceps, and also by hand. All of the pieces were retrieved and there was no damage to the scope. No instruments could then be passed through the scope. The scope was removed and another scope was inserted into the pt. It took approximately 30 minutes to rescope the pt, and continue with the procedure. The procedure was completed with the same microvasive rx locking device and biopsy cap system device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable and in good condition.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval has not been performed; the cause of the reported malfunction is undetermined.